Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has a blank display due to low battery. Customer stated that the insulin pump did alarm low battery alert. Issue was resolved with battery change. Customer's blood glucose levels were not included in the report. Nothing further was reported.